Event description:
It was reported that during a breast biopsy while trying to take the first sample, an l3-002 error code was received. The probes were changed and the cables were checked and the error code continued. They aborted the case with no samples taken. Patient will be rescheduled. No holster being returned for repair.

Manufacturer narrative:
H6. Equipment not returned to the service center.